Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 150 mg/dl. The customer current sensor glucose was 70. The customer was advised that they can't replaced the pump because it was donated. The customer was advised to contact healthcare provider to correct the settings of the pump.